Event description:
It was reported that after an interventional peripheral revascularization of the right popliteal artery, arteriotomy closure of a moderately calcified left common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was attempted, but a needle-to-cuff miss also occurred. The device was removed and a starclose se device was attempted, but after clip deployment, bleeding continued. Leaving the starclose se device clip in the vessel, manual arterial compression was applied to achieve hemostasis. It was believed that the calcification at the site contributed to the product experiences. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide and starclose se devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Reported device code 2017 - the starclose se device was used in a 8f. Sized arteriotomy. The device is indicated for the percutaneous closure of common femoral access sites in patients who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. An arteriotomy site that is too large in size may result in an arterial wall that may not retract to a small enough size to permit capture by the starclose se clip. The customer reported that the starclose se clip was deployed in a moderately calcified common femoral artery (cfa), which may prevent the clip tines from properly deploying (due to deflection) or cause clip tines to not properly capture outer surface of the cfa additionally, use of the device in the presence of calcified plaque may prevent the clip tines from properly deploying or may prevent the clip tines from properly capturing the outer surface of the common femoral artery.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for continued bleeding after starclose se clip deployment include, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, the starclose se clip is formed and is inspected for acceptability. The starclose se clip lot is then destructively tested for lot acceptance, upon passing testing; the clip is used in the assembly process. The released starclose se clip is then used in the device manufacturing process, where there are additional checks to ensure the proper orientation and loading onto the device under magnification. With the in-process inspections in place, the lot acceptance verification, and reported information of a successful clip deployment, there is no indication of a manufacturing deficiency. The starclose se device instructions for use state in the indications for use section, that the device is indicated for use in procedures utilizing a 5f. Or 6f. Procedural sheath. It was reported the procedural sheath used in the procedure was 8f. The larger diameter 8f. Sheath used may prevent sufficient tissue capture during clip deployment to achieve hemostasis. In addition, the IFU states in the precaution section: do not deploy the clip in areas of calcified plaque. A femoral angiogram performed prior to the procedure revealed moderate common femoral artery calcification, which may prevent the starclose se clip tines from properly deploying, and may prevent the clip tines from properly capturing the outer surface of the common femoral artery. Although, there is indication that anatomical conditions influenced the product experience, it could not be confirmed. The IFU provides the most optimal procedure to ensure the successful delivery of the clip. The procedure states the operator should be trained in the use of the device, as device positioning and manipulation can influence successful clip delivery. The operator was reportedly trained in the use of the starclose se device. There is no information of an incorrect operator deployment technique that had an influence on the reported experience. Based on the reported information, the cause of the starclose se device clip not achieving hemostasis after clip deployment could not be determined. A query and review of the complaint handling database was not performed because the device lot number was not reported and the device was not returned. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.